Manufacturer narrative:
The devices were not available for evaluation; however, photographs of the sample were provided for evaluation. There returned photographs were reviewed, and it was noted that there was evidence of fluid inside the bag that contained the devices which suggested a leak. The photographs did not provide a clear image of a bladder rupture; therefore, the reported condition was not verified; however, there was evidence of leak from an unspecified location. The cause of the leak could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of the two (2) small volume folfusors burst during filling. There was no patient involvement. No additional information is available.